Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor contact due to temporary contamination of the video connector electrical contacts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information from customer.

Event description:
It was reported that the image on the flex deflectable videoscope disappeared momentarily, and was followed by a e226 error message. The issue occurred during an unspecified therapeutic procedure, which was completed with the same device. A delay of less than 30 minutes was reported. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.